Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level that was displayed as "high"; although a specific value was not provided, and a high ketone level identified as dangerous by healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin, nausea medication and dextrose to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended and was found that the cartridge could be empty as customer acknowledge they used a lot of insulin and during troubleshooting and attempting to fill the tubing, no insulin was seen.